Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 38 during rewind. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 38 alarms were recorded on (B)(6) 2025 07:50:00.000. In addition, pump error 53 alarm was recorded on (B)(6) 2025 file=32107 and 14 line=2817 and 1232. Per software engineering log pump error 53 was cause due to invalid pointer/corrupted data. Pumo error 130, 43, 3 and 4 were also recorded on (B)(6) 2025 . Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. The following cosmetic damages were noted: scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay. In conclusion unit received with constant pump error 38 during rewind due to corroded motor home switch. Unable to confirm pump error 43 due to constant pump error 38 during rewind. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 60, pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.